Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited undersensing with a possible loss of capture. There were also stored atrial tachy response (atr) episodes. It was noted that pacing threshold couldn't be evaluated with remote interrogation. Technical services (ts) suspected possible ra lead dislodgement or undersensing of atrial tachycardia. Ts recommended consulting with cardiology. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.